Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic discomfort ('discomfort') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection") and abscess ("abscess"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic discomfort, pelvic pain, infection and abscess outcome was unknown. The reporter considered abscess, infection, pelvic discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: discomfort, pain, infection, abscess. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event: abscess were added.fu 4 and 5 processed together. On 20-mar-2020: social media received. Reporter's information added.fu 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic discomfort ('discomfort') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic discomfort outcome was unknown. The reporter considered pelvic discomfort to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter and information about essure removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic discomfort ('discomfort') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and infection ("infection"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic discomfort, pelvic pain and infection outcome was unknown. The reporter considered infection, pelvic discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: discomfort, pain, infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter and information about essure removal added. On (B)(6) 2020: social media content received : events added- pain, infection. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic discomfort ("discomfort") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure inserted. An unknown time later she experienced pelvic discomfort (seriousness criteria medically important and intervention required), pelvic pain ("pain"), infection ("infection") and abscess ("abscess"). The patient was treated with surgery (essure removal by hysterectomy (uterus)). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abscess, infection, pelvic discomfort and pelvic pain to be related to essure administration. The reporter commented: follow-up ((B)(6) 2023) discrepancy in insertion date of essure: informed as (B)(6) 2008. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic discomfort ("discomfort") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure inserted. An unknown time later she experienced pelvic discomfort (seriousness criteria medically important and intervention required), pelvic pain ("pain"), infection ("infection") and abscess ("abscess"). The patient was treated with surgery (essure removal by hysterectomy (uterus)). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abscess, infection, pelvic discomfort and pelvic pain to be related to essure administration. The reporter commented: follow-up ((B)(6) 2023) discrepancy in insertion date of essure: informed as (B)(6) 2008. Concerning the injuries reported in this case, the following one/ones were reported via social media: discomfort, pain, infection, abscess. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: essure removal information updated; imdrf codes synch. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nabothian cyst, painful periods, abdominal bloating, pelvic pain, parity 3 and multi gravida. In 2007, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), pelvic discomfort ("discomfort"), infection ("major infection from an abscess due to a knick on my vaginal cuff") and abscess ("major infection from an abscess due to a knick on my vaginal cuff"). The patient was treated with surgery (davinci hysterectomy, bilateral salpingectomy,cystoscopy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abscess, infection, pelvic discomfort and pelvic pain to be related to essure administration. The reporter commented: follow-up (02/may/2023). Discrepancy in insertion date of essure: informed as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: specimen: uterus with bilateral tubes and with cervix clinical information:pre operative: pelvic and perineal pain final diagnosis: uterus , cervix, bilateral fallopian tubes, da vinci hysterectomy and bilateral salpingectomy nabothian cysts of cervix proliferative endometrium myometrium and serosa with no diagnostic abnormalities identified bilateral fallopian tubes with no diagnostic abnormalities identified no evidence of malignancy, hyperplasia or nuclear atypia. Gross description: the red brown, fimbriated bilateral fallopian tubes average 8.5 x 0.7 x 0.7 cm, cut session reveals a steallte lumen and uniform wall thickness of 0.2 cm there are 2 gray metal, coiled wires within the lumen. Frozen o it. On this is a very varies kidney uterus or short uterus I guess a give ear length the first dimension which to keep her essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: reporters, patient information, medical history, lab data, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.